Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record could not be performed because the lot number was not reported. The reported patient effects of thrombosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, the nonsurgical therapy and hospitalization appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional xience sierra referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat in stent restenosis of a previously placed stent in the mid left anterior descending (lad) artery with complex tortuosity and heavy calcification. Two xience sierra stents (3.5x33, 3.0x15) were implanted. One day post procedure, the patient presented with angina and angiography noted in stent thrombosis which was treated with thrombectomy, balloon angioplasty, and implantation of a drug eluting stent. No further information was available.